Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the clinic and showed a driveline fault (dlf)alarm when hooked up to the power module. Patient was admitted. The log file showed speed drops and pump stoppages on (B)(6) 2019. These continued intermittently throughout the remainder of the log file. The speed drops / pump stoppages only occurred while connected to the mobile power unit (mpu). The dlf events and speed drops / pump stops appeared to be related to a percutaneous (perc) lead issue. The perc lead images submitted showed some areas that appear to be compromised. Manufacturer's technical service representative performed an onsite driveline replacement on (B)(6) 2019. The entire external portion of the driveline was replaced with no issues. No more driveline fault events observed post repair. Patient remained on a ungrounded cable and battery power until replaced portion of the driveline is analyzed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the replaced portion of the driveline confirmed damage that would have contributed to the events captured in the log file. Technical services personnel arrived onsite on 11oct2019 and performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 19¿. A clamshell from a prior repair was present. Rescue tape was observed on the outer silicone jacket between 3"-5" and 10"-14" from the controller connector. Removal of the tape revealed tears to the outer silicone jacket approximately 2.5" and between 10.5"-11.5" from the connector. No damage to the bionate layer was observed. Electrical continuity testing revealed a discontinuity on the green wire. Metal shielding breakdown was observed 2.5" from the controller connector. Approximately 6" of additional breakdown was observed starting approximately 8" from the controller connector. Visual examination of the underlying wires revealed the green wire to be fractured approximately 2.5" from the controller connector, exposing the conductors within. The fracture of the green wire appeared to be the result of repetitive flexing of the driveline at this location. If exposed conductors from the damaged wire made contact with the metal braided shield while the system was connected to a tethered power source, the resulting electrical short could have resulted in the low speed and pump stop events captured in the log file. The fractured green wire also would have resulted in the captured driveline fault alarms. Hmii IFU rev c. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. All hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. Hmii patient handbook rev c. The section titled ¿caring for the driveline¿ also outlines recommended care and handling of the driveline. No further information was provided. The manufacturer is closing the file on this event.